Manufacturer narrative:
The subjected device have not been returned to olympus medical systems corp.(omsc) for evaluation. The product serial no. And lot no. Have not been provided to omsc. From a logical point of view based on the comments from the user facility, omsc surmised that this event occurred by the following mechanism. There was a stenosis in the small bowel. The stagnation time of the capsule endoscope was extended by the stenosis of the small bowel. The symptom of ileus occurred, because the stagnation time of the capsule endoscope became long. The maj-1733 instruction manual states that the following. Prior to using the capsule endoscope, the physician should consider performing a contrasted x-ray series in patients with the following conditions. Patients with suspected intestinal strictures, adhesions, diverticulum, obstructions, fistulas that may block the passage of the capsule endoscope, and patients with suspected gastrointestinal tract delay. Patients with a history of ileus or small intestinal strictures. Patients diagnosed with, or suspected to have, crohn's disease in small intestine. Patients with any history of abdominal surgery, pelvic surgery, and/or radiological treatment. There were no further details provided. If significant additional information is received, this report will be supplemented. We could not evaluate the device.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. The user facility performed the capsule endoscopy on (B)(6) 2010. The patient returned home on the same day. After returning home, the patient complained of the symptoms which seemed to be ileus. The patient went to a hospital different from the user facility that had undergone capsule endoscopy, because the patient did not feel light on the next day. The patient fasted with no food, received infusion, and inserted an ileus canal. The patient was hospitalized. On (B)(6) 2010, the patient was transferred to the user facility that had undergone capsule endoscopy to receive detailed examination. The user facility confirmed that the symptoms of ileus of the patient resolved and the capsule endoscope was egested. At a later date, the user facility performed the small bowel series, and confirmed that the stenosis length of the digestive tract of the patient was long. The user facility commented the following. The user facility got information that there are no findings that would obstruct the capsule endoscope by the result of the small bowel series from the other hospital. So the user facility did not perform the small bowel series preliminarily. If the user facility performed the small bowel series preliminary and confirmed the stenosis, the user facility could judge that the patient was not applicable about capsule endoscopy.